Event description:
It was reported that there was a fibrillation, and the monitor had no alarm. The patient died.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported: there was a fibrillation, the monitor had no alarm and the patient died.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site.the engineer performed an evaluation/analysis and determined the device was working as intended with no failures found.no further investigation or action is warranted at this time.